Manufacturer narrative:
The device was returned to zoll medical corporation, the malfunction was duplicated and attributed to the lithium battery on the system board. The device operator's guide instructs users to replace the lithium battery on the device every 5 years. This device is approximately 13 years old. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was intermittently unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.